Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: during a procedure they found holes in the package of the ria tube assembly. The device was not sterile and could not be used. The outer carton was checked: was intact with no visible damage noted.

Manufacturer narrative:
Device used for treatment and not diagnosis. Add'l pro code: hrx. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The DHR review indicated no issues that would contribute to this complaint condition. There were no mrrs or ncrs, or complaint related issues associated with this lot. The investigation has shown there is indeed a hole in the interior aseptic bag. We are not able to understand how this could happen, probably during the transportation or packaging process. We are not able to elaborate the exact reason which has led to this phenomenon.

Manufacturer narrative:
This device used for treatment and not diagnosis. The part was packaged per ps024680 revision h and mon urania revision v. The two pouches that were used to package this product were pm0580 lot number 6995072 and pm0581 lot number 6951345. Both were received from mangar industries and were inspected to pouchii002 both pouches passed inspection. Without the original packaging the complaint condition cannot be confirmed.